Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when deployed to 40%, the deployment knob of the delivery catheter system (dcs) separated. The deployment knob was manually held together in order to recapture the valve. The valve was able to be recaptured and the system was removed from the patient. A different dcs and valve were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the device was received with the handle components detached from the dcs. The carriage components are also detached from the dcs. The carriage components are intact. The two tabs are observed to be detached from the male deployment knob component. Also, the male deployment knob is missing one of the end facing tabs which is at the proximal end of the dcs. This tab is returned with one of the side facing detached tabs. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A kink is observed along the distal end of the inner member shaft near the nose cone. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together; images of the subject dcs were provided confirming a deployment knob separation. The subject device was returned and evaluated by medtronic; visual analysis confirmed that the handle components detached from the dcs, and the carriage components were also detached from the dcs. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The reported deployment knob separation was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.